Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient had received an inappropriate shock and the field representative was inquiring about episode storage if the device were to be deactivated. There is a possibility that this device is currently deactivated at this time. No additional adverse events were reported.